Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had experienced a full hardware failure. However, the pharmacist had rebooted the machine, and it had been functioning without issues. A field service engineer verified system stability by confirming that no hardware failures had reoccurred during that time. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the system drawers were failed. The customer reported that the malfunction caused a delay in dispensing medication to patients since the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.